Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas0248 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2020, due to "1, multiple metastasis targeted therapy for advanced lung adenocarcinoma "and" secondary cerebral swelling ", the central venous catheter suite and accessories were placed with peripheral cannula. The right PICC catheter was ruptured during the injection process, and no abnormalities were found in the patient. According to the doctor's advice, replace the connecting pipe, cut the catheter to 33cm, replace the pressure relief sleeve and connecting pipe under aseptic technology, the catheter is exposed to 6cm, after proper fixation, it is now in normal use.